Manufacturer narrative:
(B)(4). Additional information the device was received with the electrode not present and not returned. The instrument was disassembled and it was noted that the electrode was broken at the middle distal to the weld, the two weld point were present. The electrode broke, it did not unweld. There was a portion of the electrode attached to the inner tube at the weld. No conclusion could be reached as to how the grenade pin was broken.

Event description:
It was reported that during a distal gastrectomy procedure, they found that they distal tip of the device (metal part) was broken. The broken piece was found. It was not known what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional analysis: an eps02 device was received in the pi lab in cincinnati with the distal tip fractured from the device. The distal section was not provided with the device. The device was visually examined and photographs of the distal end of the device were taken with an optical microscope. The probe broke off of the device distally of the second weld on the probe. The end of the instrument was then cut off and the broken end was examined in the scanning electron microscope (sem). The probe broke from the device through the main section of the rod and along the weld metal at the base of the shaft. In the weld metal was a void that resulted from the welding process; however many welds contain some level of porosity. The flow lines indicate the part broke from the upper right to the left. This indicates the part broke as a result of an excessive load applied from the side of the probe resulting in the distal end breaking off of the probe. The sem images show that the fracture occurred through the weld metal and the base metal of the probe. This indicates that the welding parameters were properly followed and that the fracture occurred from an excessive load. Conclusion: the distal end of the probe broke from the device due to an excessive load being applied. The direction of the metal flow on the fracture indicates that the load was applied primarily from the side of the device. There was no indication in the fracture that the probe was improperly welded.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.